Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit power-up test failed, code 10. There was no patient involvement reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the executive processor board. An adjustment was made and a functional check was carried out according to manufacturer's recommendations.

Event description:
N/a.